Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was one "pump not primed" warning observed in the black box; the force reading did not reach zero. A rewind, load cartridge, and prime steps was performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit. Unrelated to the original complaint, the display was dim and the letters had a red hue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.